Event description:
Additional information received reported there was just a catheter kink.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the pipeline was used for an indication that is not approved (off-label), with a patient with vessel dissection, right internal carotid artery (ica) at distal petrus segment with moderate vessel tortuosity. The pipeline vantage (ped3-027- 550-40) was stuck inside the proximal portion of the microcatheter phenom 27. The pipeline became stuck during delivery. The healthcare provider (hcp) pulled out the whole system. Hcp noticed that the phenom 27 was broken/kinked at the proximal part, approximately 50cm from the hub. The physician decided to use another devices. There was no damage observed on the pushwire. No patient symptoms or further complications were reported as a result of this event. The device and any accessories were prepared as indicated in the IFU. The catheter was flushed as indicated in the IFU. The patient was undergoing surgery for treatment of ica dissection. It was noted the patient's vessel tortuosity was moderate. The access vessel diameter was 5mm.  Angiographic result post procedure was okay.

Manufacturer narrative:
H3: product analysis of fg15150-0615-1s, item:20,lotno:226990778 found the distal and proximal dps restraints intact. The dps sleeves were intact with no signs of damage. The distal hypotube and ptfe shrink tubing were intact with no signs of elongation. The distal and proximal ends of the braid were fully opened and no damage. Pushwire was kinked at 6.0cm from the distal tip coil. No defects were found with the distal marker, re-sheathing marker, advanced resheathing mechanism or with the proximal bumper. The catheter tip and marker were examined; no damages were found. The catheter was intact. However, the catheter body was accordioned at 3.0cm to 12.0cm from the distal tip. In addition, the catheter body appeared to be kinked at 33.0cm from the hub. No other anomalies were observed. The pipeline vantage could not be pushed forward or removed. The catheter was cut to remove the pipeline vantage. The catheter was flushed with water and found patent. The catheter was then tested by running an in-house 0.026¿ mandrel through catheter hub. The mandrel successfully passed through the catheter hub with no issues; however, resistance was observed at the damaged locations. Based on the returned devices, the customer complaint was confirmed as the pipeline vantage was returned stuck inside the phenom 27 catheter. The pipeline vantage and catheter were damaged. From the damages seen on the catheter (accordioning/kinking) and pushwire (kinking); it appears there was high force used. It is possibly these damages occurred when the customer attempted to advance the pipeline vantage through the catheter against resistance. However, the cause of resistance could not be determined. Possible causes of resistance include vessel tortuosity and lack of continuous flush with heparinized saline during procedure. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.